Event description:
Per report, " medline butterfly was observed to be leaking/pooling of blood after changing vacutainer tubes. The phlebotomist was able to complete the draw, but there was blood in the bottom of the holder. She confirmed that everything was connected properly." According to the facility, the incident occurred on (B)(6) 2025. The clinician did not need to see occupational health services following the incident.

Manufacturer narrative:
Per report, " medline butterfly was observed to be leaking/pooling of blood after changing vacutainer tubes. The phlebotomist was able to complete the draw, but there was blood in the bottom of the holder. She confirmed that everything was connected properly." According to the facility, the incident occurred on (B)(6) 2025. The clinician did not need to see occupational health services following the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.